Event description:
There as an allegation of questionable sodium results from the cobas c 303 analytical unit. The initial result was 150.1 mmol/l and the repeat result was 140.4 mmol/l. The repeat result was believed to be correct.

Manufacturer narrative:
The electrode lot number was y6475. The expiration date was not provided. The field service engineer found a pinhole in the sipper tubing. He replaced the sipper tubing, cleaned and dried the ise compartment, and performed an ise check, calibration, and precision. Calibration and precision were successful. The investigation determined the service actions resolved the issue.